Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the shaft and the shaft itself was broken at 1061mm from the hypotube to midshaft bond. The manifold of the device was not returned for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2016. It was reported that crossing difficulties were encountered. Angiography was performed which revealed a more than 80% stenosed target lesion located in the highly calcified left circumflex (lcx) artery. After a 6f non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilatation was performed with a non-bsc balloon catheter. A 2.75x38mm promus element¿ plus drug-eluting stent was then advanced but failed to cross the lesion. Subsequently, dilatation was performed again and another of the same stent was deployed followed by post-dilatation, and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.